Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2014 with the following findings: the pump was returned with visible evidence of moisture behind the display screen. During testing, the pump powered on to a blank display screen with functioning auditory and vibratory settings. The keypad buttons could not be investigated due to the blank display. The keypad cover was removed and no contamination or defects were found under any of the keypad button contacts. Unrelated to the initial complaint, the leak test was failed due to a crack in the pump case. The pump was opened and moisture and corrosion was observed on all of the internal surfaces. There was evidence of moisture and corrosion on display and keypad flex connector and circuits.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. Moisture was also allegedly visible behind the pump display lens. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.